Manufacturer narrative:
Citation: xiong ty, et al. Treating patients with excessively large annuli with self-expanding transcatheter aortic valves: insights into supra-annular structures that anchor the prosthesis. Herz. 2021; 46(suppl 2): s166¿s172. Doi: 10.1007/s00059-020-04973-5. Published online: 3 september 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of patients with excessively large annuli treated with first-generation self-expanding valves during transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a single center between april 2012 and october 2018. Of the 110 patients included in the study population (predominantly male; mean age 73.9 years; mean weight 59.5 kg), 20 underwent tavr with a medtronic corevalve self-expanding valve. No unique device identifier numbers were provided. Among all patients, 12 deaths occurred within one year of tavr. No statement was made suggesting a causal or contributory relationship between corevalve and the deaths. Among all patients, procedural and post-procedural adverse events included: need for second valve implantation; tamponade; valve embolization; more than mild paravalvular leak; new permanent pacemaker implantation; clinical stroke or transient ischemic attack; and unspecified vascular complications. Corevalve may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.